Manufacturer narrative:
The associated complaint devices were not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Our clinical/medical team concluded: no clinical relevant supporting documents were provided to conduct a thorough analysis of the reported events. However, it was communicated the event resulted from a technique issue. No additional impact to the patient beyond the revision has been reported. The situation was resolved and it was a technique problem instead of the actual products. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during revision surgery that was not from smith and nephew, two couplers would not attached with the femoral trial. Delay greater than 30 minutes. No backup device available.